Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: the date of the performed effluent analysis and culture is known. Other relevant history section was updated. Additional information on the event: the peritonitis was manifested by, cloudy effluent and abdominal pain. The patient¿s treatment for the peritonitis also included cipro (dose, frequency and route not reported). The patient was discharged from the hospital a week and a half after being admitted for the peritonitis. However, the patient was re-admitted for the same problem a few days later. After being re-admitted to the hospital, the patient had their catheter removed because the nurse reported that the "catheter [was] not working properly and [it was] possibly colonized with bacteria". Three days after the removal of the catheter, the patient was already on hemodialysis and was being discharged from the hospital. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis ten days after the onset of the event. Treatment included vancomycin 2 grams intraperitoneally every 5 days and diflucan for 11 days (dose, route, frequency unknown). The patient's pd catheter was temporarily removed and the patient is on back up hemodialysis. At the time of the report, the patient was recovering from peritonitis. No additional information is available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The specific product code for the minicap transfer set is unknown. The brand name and 510k have been provided in this MDR. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13c07061, h13a04047, h13c21021, h13c27044, and h13c05032 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).